Manufacturer narrative:
Analysis of the pump found that there were no anomalies with the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient who was receiving 2000 mcgs gablofen at an unknown dose via an implantable pump for intractable spasticity and cerebral palsy. It was reported that the pump reset several times in the last two weeks (as of (B)(6) 2017). There were no environmental, external, or patient factors that may have led or contributed to the issue. The diagnostics/troubleshooting performed stated that the pump restarted each time. The actions/interventions included a replacement. The date of the planned explant was (B)(6) 2017. The issue was resolved at the time of the event and the patient status was alive with no injury. The event date was stated as (B)(6) 2017. The patient's weight was asked, but unknown. The patient's medical history was asked and would not be made available. There were no further complications reported or anticipated.

Manufacturer narrative:
Section updated.

Event description:
Initial reporter information provided.